Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. Event device code is addressed in the package insert. This is the same event as 10343534-2007-00160. Event occurred in another country.

Event description:
Allegedly, patient's hip dislocating. Patient had a cemented perfecta(r) ra stem in situ as well. On removal of head from stem, stem came out of the femur. Cement was removed and stem was re-cemented in place. Poly liner removed and replaced with a 32mm 15 deg lateralized liner, 3200 +3.5mm metal head.